Event description:
It was reported to philips that the system is not switching on. The device was not in clinical use. No patient or user harm was reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the system was not switching on. The philips remote service engineer (rse) inspected the system remotely and confirmed that the complaint was wrongly logged by user and the onsite service was cancelled. Upon further inspection, the rse confirmed that there was nothing wrong with the philips system. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The issue had been reported wrongly by the customer and no malfunction was identified on the current system. Based on the new information, this complaint is evaluated as not reportable. The codes were updated based on the investigation outcome. Evaluation method code was corrected.